Event description:
The pt received her trial scs system on (B) (6) 2008. On (B) (6) 2008, the pt's daughter called to report that the pt turned her stimulation off for a few hours and upon turning it back on felt overstimulation in her chest and shoulder. It was reported that the pt saw the amplitude bars increase then decrease on their own, and she was not able to turn the stimulator off. It was reported that afterwards, the pt experienced weakness in her legs and was dazed and confused. On (B) (6) 2008, it was reported that the pt had been in the ER all evening. Xrays and bloodwork were taken and the pt was sent home. By the morning of (B) (6) 2008, the pt reportedly could not feel her legs, experienced loss of bladder control, and was in severe pain (not isolated to any particular area). On (B) (6) 2008, it was reported that the pt had her trial lead explanted and that the physician found a hematoma from s1 to c4. After the procedure, the pt still had paralysis in her right leg but could move her left foot. The explanted lead was discarded. No devices were returned to ans for evaluation. No further info is available.

Manufacturer narrative:
Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.